Manufacturer narrative:
Field service visited the site and determined the incident of re-scanning the patient was due to the wheels not traveling the correct distance while completing the scan. Based on additional feedback from the field service engineer, the system not reaching the correct scanning distance was due to the wheels being out of calibration. The wheels were correctly calibrated and the system was confirmed to perform correctly. Even though the patient underwent an additional scan, the dose amount received is well below the dose threshold and is not considered harmful to the patient.

Event description:
While scanning a patient, the monition CT scanner stopped mid-scan. This resulted in the user re-scanning the patient to get the required image.